Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient underwent a nephrectomy due to a failed transplant on (B)(6) 2021. During pre-surgical (nephrectomy) radiological testing, it was discovered the patient developed an umbilical hernia, which would require additional surgery to repair. The patient was transitioned to hemodialysis (hd) following the nephrectomy, and hernia surgery was scheduled for (B)(6) 2021. The pdrn confirmed the patient¿s umbilical hernia was not present prior to the patient beginning pd for rrt. On (B)(6) 2021, the patient underwent an outpatient hernia repair with good success and was released from the hospital in stable condition. The patient continued undergoing outpatient hd therapy until (B)(6) 2021, when he transitioned back to ccpd. Per the pdrn, the liberty select cycler did not malfunction (nor did any other fresenius product and/or device); however, the patient¿s umbilical hernia formed since beginning ccpd for rrt. Following the surgical recovery period, the pdrn confirmed the patient resumed utilizing the same liberty select cycler as before.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse events of an umbilical hernia (characterized by drain complications), which warranted surgical intervention. While there is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency or malfunction caused the event(s). The liberty select cycler cannot be excluded from having a possible contributory role in the creation and/or exacerbation of the patient¿s umbilical hernia, as it was undiagnosed when the patient began rrt. Hernias are a well-known potential complication of pd therapy due to increased intra-abdominal pressure created during pd therapy. During therapy, this pressure caused can create or exacerbate weaknesses in the supporting abdominal wall structures. Additionally, the surgical introduction of the pd catheter (not a fresenius product) also increases the risk of hernia formation.

Event description:
It was reported that a peritoneal dialysis (pd) patient underwent a nephrectomy due to a failed transplant on (B)(6) 2021. During pre-surgical (nephrectomy) radiological testing, it was discovered the patient developed an umbilical hernia, which would require additional surgery to repair. The patient was transitioned to hemodialysis (hd) following the nephrectomy, and hernia surgery was scheduled for (B)(6) 2021. The pdrn confirmed the patient¿s umbilical hernia was not present prior to the patient beginning pd for rrt. On (B)(6) 2021, the patient underwent an outpatient hernia repair with good success and was released from the hospital in stable condition. The patient continued undergoing outpatient hd therapy until (B)(6) 2021, when he transitioned back to ccpd. Per the pdrn, the liberty select cycler did not malfunction (nor did any other fresenius product and/or device); however, the patient¿s umbilical hernia formed since beginning ccpd for rrt. Following the surgical recovery period, the pdrn confirmed the patient resumed utilizing the same liberty select cycler as before.